Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).

Event description:
It was reported by a customer in (B)(6) that an 840 ventilator graphic user interface (gui) upper screen was blank. There was no pt involvement.